Event description:
Additional information received indicating that a geriatric male patient underwent cataract surgery. Current patient condition was improving, and visual acuity was restored without any hospitalization.

Manufacturer narrative:
Additional information is provided in sections a.2, b.5, d.10, h.6 and h.11. The servicing record (sr) relevant to the reported complaint was found. The servicing record remains in the ¿open status.¿ the complaint investigation is being pursued currently using available information. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this lot number¿ was performed. No similar complaints were reported for the product lot under investigation. Posterior capsule tears are an issue that is occasionally reported with cataract surgery. Based on the information obtained, the root cause of the reported event is inconclusive. Manufactured will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery ophthalmic console failed to provide reflux function. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The company representative was able to confirm the reported "reflux issue" (via event log review) but was unable to replicate the event (while on-site). As a preventive measure the fluidics module was replaced and was returned for testing on this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. The fluidics module was received for testing on this investigation. A visual assessment of the returned sample revealed loose 3d bracket (and broken 3d support button. Those did not affect the function of the fluidics module and are unrelated to the reported event. The returned sample was installed into a system and tested. The module passed all tests and there was no problem found. The reported event was not replicated. The system was found to have no problem. Therefore, the root cause of the reported ¿reflux issue¿ is inconclusive. Posterior capsule tears and secondary vitreous prolapses are issues that are occasionally reported with cataract surgery. However, based upon the information provided, the root cause cannot be determined conclusively. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery ophthalmic console failed to provide reflux function and patient had capsular rupture with vitreous prolapse. The current outcome of the patient confirmation was unknown. Additional information has been requested, but none received to date.

Manufacturer narrative:
Additional information is provided in sections b.2, b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.